Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported his insulin pump alarmed battery out limit and no delivery last night. Customer's blood glucose is 346 mg/dl. He will treat with a bolus. Customer stated the device alarmed battery out limit after a battery change last night, and he has been disconnected since. That is the cause for his highs. The alarm was cleared and the device reprogrammed. The batteries were out of the device longer than allowed. Customer was unable to trouble shoot the no delivery alarm. He was advised to do a complete set change, and to monitor his blood glucose. Customer was advised to call when needed. Nothing further reported.